Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited two monitored atrial tachycardia/atrial fibrillation (at/af) episodes that appeared to be oversensing noise possibly due to electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.